Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the area of the pump to insert cartridges was dusty resulting in experiencing difficulty loading cartridges. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided by the customer.